Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02363 / 02402 / 02365.

Event description:
Patient underwent a right total knee arthroplasty and approximately 3 months post-implantation was revised due to unknown reasons. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's right knee was revised approximately 3 months post-implantation for quad tendon repair. The tibial bearing was removed and replaced.